Event description:
On 13-sep-2025 the user reported that the ilet cartridge would not fit properly into the pump. The cartridge was not overfilled and showed no leakage, and the plunger remained intact. Upon inspection, the user noticed a chipped portion of the glass cartridge with a fragment lodged in the insulin chamber, preventing insertion. The user safely removed the glass piece, installed a new cartridge, and successfully completed the supply change. Insulin delivery resumed normally, and no blood glucose impact or injury occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.